Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s parent stated on the same day the sensor was inserted, the sensor wire remained in the skin. The patient was evaluated by a healthcare personnel (hcp), an ultrasound was performed, and confirmed a retained wire. At the time of report, the patient was doing fine. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.